Manufacturer narrative:
Investigation summary: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 symptomatic patient. Patient was presented at facility with symptoms of sore throat, cough and fever 6 days prior to testing. Confirmation testing was done with pcr, resulting negative. The patient also tested negative on an alternate rapid flu+sars antigen assay.